Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer received treatment by paramedics for low blood glucose. It was reported that the customer was not feeling well during the troubleshoot call. It was reported that it was the first time the customer changed the device. The customer's blood glucose level was reported to be 38mg/dl. Troubleshooting was not completed due to paramedics taking over. The customer was attempted to be reached three times via phone call for additional info as well as troubleshoot, but there was no answer.